Event description:
High pressure alarm during early stage of treatment led to visual inspection of arterial needle. Bevel heal was visible in the pt's arm and cannula was visible in avf tubing. Cannula had been pushed back through hub.